Manufacturer narrative:
Concomitant medical devices: product ID: 3389-40, lot# 0209151730, implanted: (B)(6) 2015, product type: lead. Product ID: 3389-40, lot# 0209156365, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A healthcare professional from a clinical study reported that post-operatively on (B)(6) 2015 the patient experienced hallucinations which were noted by both staff and family on (B)(6) 2015. There was no underlying cause recorded and relatedness was unknown. Both blood tests and infection screen were normal. No surgical intervention was required or planned. The outcome was resolved without sequelae. Patient's medical history included hypertension, hyperlipidemia, statin oral medications and parkinson's disease.